Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an automated impella controller (aic) with a battery issue. The aic was plugged in and still the battery was still reading "low". The team swapped the aic and support was initiated. Battery issues were noted prior to support initiation.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. During the data analysis the console immediately after booting up, the console displayed ¿battery failure (transport connection blown/missing) ¿ alarm,¿ this confirms the reported failure mode. The console was tested and though the battery switch was engaged, there was a ¿battery failure¿ alarm immediately after booting up. Under ac power, battery 1 is not being charged, as the batttest shows I: 0 ma. Additionally, there is a cell imbalance in cell 4 of battery 1. The root cause of the battery failure alarm was cell imbalance in cell 4 of battery 1 and cell 1 of battery 2.